Event description:
It was reported that during a da vinci s adrenalectomy procedure, a piece of plastic from the distal end of the permanent cautery hook instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with a broken distal clevis pin, thus causing the disc to fall off. The clevis and pulleys do not have an arc track or exhibit damage.